Event description:
In 2009, patient reported he has noticed that insulin has been leaking at the infusion site even with different parts of his body. He stated sometimes, he notices the site wet but not always. Patient reported the "display window" of the site can sometimes start opening up and he is wondering if maybe insulin is leaking out from there. He stated, he can tell that the site is not working and the insulin is not having the effect because his readings are going up. Advised if there may be pooling under the skin that may be causing the insulin to leak back out. He said, he didn't think so because he is trying different sites. He said that it may be just that his body is not responding to the insulin anymore. Patient reported his elevated reading are between 400-500 mg/dl patient's normal blood glucose range is below 200 mg/dl. He stated, he treats the highs by bolusing and testing continuously until the readings are back to normal. Patient reported his readings before lunch were in his normal range; he stated he had not tested since then. Advised new sites to try. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested; replacement infusion sets were sent.

Manufacturer narrative:
No product will be returned for evaluation.